Manufacturer narrative:
Evaluation codes: the equipment was evaluated after the treatment date. An abbott medical optics (amo) field service engineer (fse) was onsite to evaluate the system. The fse was not able to determine the cause of the event. All parameters meet amo specifications. Placeholder.

Event description:
Patient developed dense diffuse lamellar keratitis (dlk) on both eyes by post-op day #1. During patient's intralase procedure, there was much more opaque bubble layer obl on both eyes than normal, and doctor had to scrape it out prior to treatment. Doctor performed a flap lift and irrigation, along with cultures, both eyes on post op day #1. It looked much better on post op day #2, but there was still some dlk in the same location both eyes. Patient is now on pred forte hourly. Also, the cultures came back negative. Pre-op best corrected visual acuity was 20/20 both eyes. Post-op bcva at the day # 1 (after flap lift), 20/40 right eye and 20/20 left eye.

Manufacturer narrative:
On (B)(4) 2013, dlk completely resolved with steroid treatment. Uncorrected visual acuity (ucva) and best corrected visual acuity (bcva) was 20/25 on both eyes. Surgeon attributes 20/25 acuity to dryness and early post op period of hyperopic treatment.